Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had button error alarm. The customer's blood glucose level at the time of incident was 170mg/dl. The customer's levels had been as high as 500mg/dl. The customer treated with the pump. The customer states the battery cap was cracked. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.